Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy procedure, the tip of the device did not connect with handle. The device was remove from the cavity with the trocar. The patient had an infection so the device will not be returned. The procedure was completed with another device. There was no patient injury.